Event description:
Hosp ccu personnel responded to a pt, condition unknown. The device was connected to the pt with a defibrillation adapter, disposable defibrillation/ECG electrodes and ECG electrodes with a 3-lead pt cable. According to the reporter, the sync button was pressed and, with the sync markers showing on the display, the adapters discharge buttons were pressed but the device would not transfer energy on any sync marker. The reporter stated that connections were checked then double checked but the device would not transfer energy until after several attempts. The device subsequently operated properly and no adverse affects to the pt were reported as a result of the alleged malfunction.